Event description:
It was reported the customer was hospitalized with high blood glucose. Date of hospitalization was (B)(6) 2015. The customer's blood glucose was 800 mg/dl. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. Customer stated they had forgotten to deliver a bolus, resulting in their high blood glucose. The customer was treated with an IV drip. The customer also declined to troubleshoot for their insulin pump. Customer stated the insulin pump was removed from their body during their hospitalization. The customer's blood glucose was 160 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.